Event description:
It was reported that the patient presented with no magnet response via merlin.net. The patient was brought into the clinic for further evaluation. Upon interrogation the device exhibited an error message. The device was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.